Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for blade error detected. The ¿blade error detected; unplug handpiece and replace instrument¿ yellow message screen advises that the harmonic instrument may be damaged and cannot be activated. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade.

Event description:
It was reported that during an oesophagectomy procedure, there was an error ¿blade defect¿. After washing the blade and re-assemble the instrument, there was still a defect. They replaced the instrument to complete the procedure. There were no adverse consequences for the patient. One device will be returning.